Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg). Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained its j shape. The guide wire body also has multiple bends in the inner core wire and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 601 mm in length which met specification; therefore no pieces appear to be missing. The outer diameter of the guide wire was also found to be within specification. A manual tug test confirmed the proximal weld is intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld and there were multiple kinks in the swg body. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports when trying to remove the needle the delamination of the swg (spring wire guide) occurred inside the needle guide.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports when trying to remove the needle the delamination of the swg (spring wire guide) occurred inside the needle guide.